Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2017 with the following findings: during investigation, all keypad buttons were responsive to user input. The keypad was removed to find no defects to the button contacts. The pump was opened to find moisture corrosion on the internal components. The complaint was unable to be duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 , the reporter contacted animas and reported a unresponsive keypad issue - all buttons. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in under or over-delviery of insulin.